Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported a loss of therapy. There were no impedance measurements taken. The rep met with the patient post-operation for programming and she gave him 3 groups. The patient was feeling stimulation at 0.80 and 1.0 volts in his arm and shoulder. The patient turned therapy off at home due to pain from the surgical procedure. The rep then got a text yesterday from the patient, indicating that he could not feel stimulation when he turned it on. The rep had the patient use all 3 groups and turned stimulation up to 7.50 and 8.0, but the patient did not have paresthesia. The patient went to the hcp yesterday. The rep tried to reprogram the patient, but the patient could not feel stimulation anywhere along the lead. An x-ray was done and showed that the lead had pulled back to the laminectomy. There was a lead revision scheduled for (B)(6) 2016 and the hcp would use a longer lead. The indication for therapy was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.